Event description:
The customer called and reported experiencing high blood glucose of 455 mg/dl and the symptom of vomiting. Customer treated with shots. At the time of this report, customer's blood glucose was 76 mg/dl. Troubleshooting was performed with the insulin pump. Customer stated the drive support cap appeared normal. The customer also stated there was a champagne-sized bubble in the tubing, which disappeared when flicked. During manual prime, insulin exited at the quick release. Customer declined to check for possible site or insulin issues. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-24401 regarding this event. (B)(4).